Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation details: the visual inspection shows that, the seal is fully unwound and out of deployment tube. Other observations are deployment tube has been cut, and other half of deployment tube not returned. Based on the returned product eval, the complaint cannot be confirmed. A lhr review was completed for the product, there was no nonconformance associated with the lot number.